Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received no delivery alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that they changed the infusion set and the insulin pump worked as designed. No further assistance needed.